Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use, during drain 2. The patient line was wet in drain 2 and there were no alarms. The baxter technical service representative (tsr) assisted them to end therapy. The home patient (hp) stated they noticed the line from the hc to him was wet and leaking in drain 2. The tsr had the hp press stop and they closed all the clamps and they set to end the therapy. The hp estimated he drained 1800ml and the tsr referred the hp to the on call nurse for further medical instructions. The hp elected no further therapy that night. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he was able to complete therapy successfully the next day with new supplies. He just ended therapy that day he had the leak. He did not notice anything wrong with any of the previous supplies except for a small hole in the patient line. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Baxter product surveillance contacted the patient on (B)(4) 2012. It was reported that the sample was no longer available. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). A companion sample is available and has been requested as the actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.